Manufacturer narrative:
Patient information was unavailable from the site. Unique device identifier (UDI) is unavailable. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cervical spinal fusion, the 3d image acquisitions could not transfer to the navigation system in the operating room (or). There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed that the site was able to proceed with the case without the use of navigation.